Event description:
Reportable based on analysis completed 18dec2014. It was reported that during percutaneous transluminal coronary angioplasty, crossing difficulties occurred. The 3.5x12mm omega¿ stent was advanced to the unspecified coronary lesion, however the device was unable to cross the lesion. The device was removed without issue and the procedure was completed with the implant of a 3.0x12mm and 3.5x12mm omega omega¿ stents. No patient complications were reported and the patient status is stable. Examination of the returned device revealed that the catheter shaft was broken. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Returned product consisted of an omega sds with the stent and the product mandrel and protective tubing. The shaft of the device was received in two (2) pieces. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There were numerous kinks throughout the hypotube of the device. Microscopic examination and tactile inspection revealed that the shaft was separated at the exit notch. The material at the separated ends was pulled. Microscopic examination also revealed that there damage to the outer shaft proximal of the proximal balloon bond. Microscopic examination inspection presented no damage or irregularities to the bonds of the device. Microscopic examination inspection presented no damage or irregularities to the distal tip. Microscopic examination inspection presented no damage or irregularities to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).